Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, tilting and migration. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter fracture, tilt and migration could not be confirmed, nor a cause determined. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with practitioner technique, the anatomy of the vessel, specifically asymmetry and tortuosity. Ivc filter migration is a known potential adverse event associated ivc filters and is listed in the IFU as such. Possible causes for migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. There is nothing in the limited information available for review to suggest a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to malfunction, including fracture, tilting and migration that causes injury and damage to the patient.

Event description:
Additional information received per the medical records indicate that the patient has a history of respiratory failure, post spine surgery, recent diagnosis of deep venous thrombosis in the common femoral vein despite anticoagulation, sequential compression devices and heparin subcutaneously. The filter was implanted via the patient's right femoral vein access. Under fluoroscopic guidance a 14-gauge needle was inserted and a guidewire was inserted through the needle up to l1. The needle was removed. A small nick was made with an 11-blade and then a pre-flushed trapease sheath mounted on a dilator was introduced over the guidewire up to the l4 level. The dilator and guidewire were removed. An inferior vena cava (ivc) venogram was performed. It showed the width of the vein to be 5 cm. The guidewire was again reintroduced. The sheath was advanced up to the level of l2-l3 disc space. The guidewire was removed. The filter was mounted at the tip of the sheath and pushed up to the black line. Under fluoroscopic guidance, the sheath was retracted over the pusher and the filter was deployed parallel to the l3 vertebrae in a good position. The sheath was removed. The patient tolerated the procedure well. There were no complications or contaminations. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture within the ivc. The patient became aware of the reported event approximately four years and eight months after the index procedure. The patient also experienced anxiety/worry related to the filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b3, b4, b5, b7,d10, g2, g3, g6, h1 and h2. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, tilting and migration. The patient reported becoming aware of filter fracture approximately four years and eight months post implant. The patient also reported anxiety related to the filter. According to the medical records the indication for the filter implant respiratory failure, status post spine surgery and newly diagnosed deep vein thrombosis despite anticoagulation and preventative measures. The filter was placed via the right femoral vein and was deployed parallel to the l3 vertebrae in a good position. The patient tolerated the procedure well with no complications or contaminations. The product remains implanted and thus not available for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter fracture, tilt and migration could not be confirmed, nor a cause determined. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with practitioner technique, the anatomy of the vessel, specifically asymmetry and tortuosity. Ivc filter migration is a known potential adverse event associated ivc filters and is listed in the IFU as such. Possible causes for migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. These symptoms of anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information available for review to suggest a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.